Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6), 2025. During the procedure, the clip was deployed; however, it was unable to release from the catheter. Multiple release attempts were made to release the clip but were unsuccessful. The device was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: the returned resolution clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly detached and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed; however, it was unable to release from the catheter. Multiple release attempts were made to release the clip but were unsuccessful. The device was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.